Event description:
IV pump appeared to be infusing the medication without alarming. However, it was discovered that, although the pump was running, the medication was not infusing. We have been able to recreate this issue in 5 separate pumps with the following serial numbers: (B)(4). FDA safety report ID # (B)(4).